Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended. Reseated cables and connection to the monitors.

Event description:
The customer reported the left monitor was not functioning. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.